Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances were found. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional injected a patient with 1 syringe juvéderm¿ voluma¿ with lidocaine in ck1 and ck2 and 1 syringe juvéderm¿ volift¿ with lidocaine in ck3 using md code technique. About 3 weeks later, patient contacted physician informing that some injection sites (ck and tt) were swelled and hardened. Patient developed erythema and edema in the right malar and infrapalpebral region. No phlogistic signs, no pain, throbbing sensation and asymmetry in relation to the left side. Physician prescribed steroid (predsim) for 5 days and antibiotic (cedafroxil) for 8 days. The patient reported improvement with treatment. Hyaluronidase infiltration administered the week after the oral medication was stopped. Hyaluronidase injected in the most hardened area and throughout the adjacent region. The patient underwent an ultrasound of the affected region. Radiologist does not advise the puncture of the liquid volume (on right zygomatic area), because it is too small and is decreasing. Patient reported "a little trauma in the region, some days after the injection (a child hit [their] head in the region)." Symptoms were resolved one week after hyaluronidase injection. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00762 (2010347). This MDR is being submitted for the second suspect product, juvéderm® volift¿ with lidocaine.